Manufacturer narrative:
(B)(4). Software version : 4.11e. Retainer ring=black. Case type: ngp. The insulin pump was returned for insulin pump error 3/ 54 alarms, cosmetic damage and no com to meter found on 31-oct-2022. Insulin pump successfully downloaded traces and history files using thus. Insulin pump passed the displacement test and self test. No unexpected insulin pump error alarms noted during testing, however insulin pump error 3 (file number = 2002 ; line number = 2803 ) found in insulin pump history/trace files on 10/31/2022 20:11:01:000 and pump error 54 (file number = 32122 ; line number = 1421 ) found in insulin pump history/trace files on 10/31/2022 20:10:59:000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails and pillowing keypad overlay. Insulin pump error 3 confirmed. Insulin pump error 54 confirmed. Cosmetic damage confirmed. No com insulin pump to meter not confirmed. Problem isolated to the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and multiple insulin pump error alarms. Customer was able to clear the alarm successfully. Customer was able to rewind the insulin pump. Insulin pump passed self test. Customer stated crack on belt clip area. Their was no physical damage to retainer ring. Loss of communication error was resolved by removing sensor. No harm requiring medical intervention was reported. The device was returned for analysis.